Event description:
Boston scientific received information that during a device change out procedure when the physician connected the right atrial (ra) lead to the new device, it exhibited high out of range pacing lead impedance measurements of greater than 2000 ohms when in bipolar configuration. However when the ra lead was tested with multiple different pacing system analyzers (psas), it yielded appropriate measurements of 400 ohms. It was noted that the patient was in chronic atrial fibrillation (af) with appropriate sensing. The physician attempted another device with the same results. Since the ventricular pace and shock impedance measurements were normal and the patient rarely atrial paces, the physician opted to leave the second device and ra lead implanted in the patient. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.